Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented during follow-up in clinic, low out-of-range hv lead impedance was observed. The patient has subcutaneous array implanted from other manufacturer. During follow-up about two months later, impedance was within normal range. No action was taken. Patient was fine.